Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was not confirmed or duplicated by baxter service personnel. No cause was determined for the reported condition. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review revealed that the pump experienced a failure code 814:11 during manufacturing. The pump was re-worked and passed all subsequent testing. A service history review revealed no previous service events were related to the reported condition; however, the main batteries and harness were previously replaced during servicing of the device. Should additional information be received, a follow-up medwatch will be submitted.